Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
"Customer reported via phone call that insulin pump had button error and buttons not responding and received error." Customer's blood glucose value was 175 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to corroded keypad traces.